Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The health care professional (hcp) called in that the reason for the inappropriate shocks was due to an unspecified reason, but that it occurred 7 times. Technical services (ts) discussed potential programming changes for this device. This ICD remains in service. No additional adverse patient effects were reported.